Manufacturer narrative:
Conmed received two (2) used oval burs for evaluation on (B)(6) 2015. Visual examination of the burs confirmed the drive tang broke off the inner hub. An inspection using microscopic magnification showed there are wear marks on the spring retainer and the inner tube indicative of the application of excessive leverage during use. This type of usage would cause the drive shaft of the handpiece to interlock with the drive tang on an angle causing it to wobble and shear off. A review of the device history record showed that this lot was manufactured on (B)(6) 2012 in a lot of (B)(4) units. There were no discrepancies noted during the manufacturing process that could have caused or contributed to the reported breakage. There have been no other similar complaints received for this item and lot number combination. A two-year review of complaint history shows there have been no adverse event reports received on this device. This failure mode is addressed in the fmea and the safety risk has been found to be acceptable. This event did not involve a product problem indicating a nonconformity, adverse trend or unanticipated hazard. The instructions for use provides the following operating instructions and precautions: - this equipment is designed for use by medical professionals completely familiar with the required techniques and instructions for use of the equipment. -direct contact of the rotating cutting edge of shaver blades and burs with metallic surfaces and/or other hard surfaces such as arthroscopes, cannulas, or other instruments can cause damage to the devices. If contact does occur, shaver blades can break, seize, or shed metal particles. Shaver blades or burs should be examined for damage and replaced if necessary. - do not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaver blades or burs as a lever can caused damage to the device including permanent deformation, shedding of metal(wear), motor seizure, and overheating.

Event description:
The customer reported that during a hip arthroscopy procedure on (B)(6) 2015, while using two different 6.0mm x 19cm hps oval burs, the inner hub where the bur connects to the ergo handpiece broke. While using the 4.5mm x 19cm hps spherical bur, the inner shaft of the shaver blade broke free of the outer tube. As reported, a 15-minute delay occurred in order to bring in and set up a different console, handpiece and appropriate burs and blades. The procedure was completed as intended with no further complications and no patient injury.